Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 9:00pm. The patient stated that she manages her diabetes with oral medication, 2 1/2mg of glyburide taken twice a day, diet, and exercise and took her usual, daily dose of medication in response to the reported issue. One and half hours after the alleged issue occurred, the patient claimed to have developed symptoms of "shaking and sweating" and immediately after, self treated with food/drink. During the troubleshooting, the cca was able to walk the patient through the proper usage as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis (pa) on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.